Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information is received indicating that this device battery remaining to elective replacement indicator (eri) is 3 percent.

Manufacturer narrative:
This supplemental report is being filed to correct the b5. Describe event or problem and h6. Device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information is received indicating that this device battery remaining to elective replacement indicator (eri) is 3 percent. Additional information is received indicating that this device was explanted and a new device implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.